Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One osseotite® implant 4 x 11.5mm (oss411) was returned for investigation. Visual inspection of the as returned product identified debris and wear within the implant drive feature. Device history record (DHR) review was completed for the subject lot number 2018050167. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2018050167) for similar event and no other complaint was identified. Therefore, based on the available information, device malfunction has occurred and the reported event, as it relates to the returned implant, was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Date of event unknown / not provided. Implant date unknown / not provided. Explant date unknown / not provided.

Event description:
It was reported that the implant was removed because the cover screw did not fit into the internal implant threads. A new implant was placed after removal. Tooth location unknown.